Event description:
The complainant reported that a female had a percuflex ureteral stent implanted in 2009. Post procedure, the pt complained of pain. In the next day, the pt was scheduled to have the stent removed. During this scheduled removal of the device, the physician noticed this device had migrated to the bladder. The stent was successfully removed, with no pt complications. The pt was reported to be doing "okay" subsequent to the stent removal.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as it was discarded subsequent to removal from the pt; therefore, a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are not able to determine the relationship between the device and the cause of this event.